Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services confirmed that critical therapy remained available.

Event description:
It was reported that during a device data review following an appropriate shock, a patient data (pd) error was noted from this subcutaneous implantable cardiac defibrillator (s-ICD). The automatic set up tool was performed and the data was re-added. Technical services (ts) was contacted and confirmed that this memory corruption was benign and will not impact critical therapy. It was stated that the memory corruption could the result of exposure to radiation. Recently, another pd code was received and the device data was forwarded to ts. It was re-confirmed that the memory corruption was benign. However, ts stated that the large amount of benign memory corruption pointed towards ionizing radiation exposure. The physician is continuing with normal follow-ups. At this time, the s-ICD remains implanted and no adverse patient effects were reported.

Event description:
It was reported that during a device data review following an appropriate shock, a patient data (pd) error was noted from this subcutaneous implantable cardiac defibrillator (s-ICD). The automatic set up tool was performed and the data was re-added. Technical services was contacted and confirmed that this memory corruption was benign and will not impact critical therapy. It was stated that the memory corruption could the result of exposure to radiation. The physician is continuing with normal follow-ups. At this time, the s-ICD remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services confirmed that critical therapy remained available.